Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl; left.. Reason(s) for revision : pain / effusion / raised metal ions. Cup original implant date (B)(6) 2007. Remaining products original implant date (B)(6) 2007. Second revision of 2 - see (B)(4) for 1st revision. Bilateral patient - right side not revised. Update: updated original implant date, name of hospital, file handler details, expiry dates for all products and lot numbers, manufacture date and manufacturing location for head, stem and sleeve. Taken from email 11 march 2015. (B)(4).

Event description:
Asr revision; asr xl; left. Reason(s) for revision : pain / effusion / raised metal ions. Cup original implant date (b)(6 2007. Remaining products original implant date (b)(6 007. Second revision of 2 - see (B)(4) for 1st revision. Bilateral patient - right side not revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl, left, reason(s) for revision: pain / effusion / raised metal ions, cup original implant date (B)(6) 2007, remaining products original implant date (B)(6) 2007, 2nd revision of 2 - (B)(4) for 1st revision, bilateral patient - right side not revised. Update: updated original implant date, name of hospital, file handler details, expiry dates for all products and lot numbers, manufacture date and manufacturing location for head, stem and sleeve. Taken from email 11 march 2015 (pd 15 march 2015). (B)(4)reference number added from (B)(4) spreadsheet attached and complaint type changed to legal. (B)(4) details changed to (B)(4). (Pd 15 march 2015). 21 march 2015 - rcvd update - corrected implant date to correct abv 31 aug 2007 - kf 25/03/2015.